Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument for failure analysis. Instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to be defective. The procedure was completed with no other issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. No further information was provided at this time. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.